Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep noted that the patient fully charged the ins and then turned off the ins. The patient¿s pain pump was helping and thought by charging the battery and turning it off, it would fine. The patient then decided to start using the ins but unable to turn it on. The rep met with the patient and tried to connect their programmer but was unable to. The rep did a physician mode recharge (pmr) and the patient was then able to fully charge the battery. It was unknown if the issue was resolved. Additional information was received from a healthcare provider (hcp) via a rep. The rep reported that the patient wasn¿t able to charge and was being scheduled for a replacement surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported a tentative surgery date of (B)(6) was set. No further complications were reported. (B)(4) 2020 (rep): additional information was received from the rep. It was reported that the surgery was rescheduled due to covid-19. No new date has been confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported a tentative surgery date of (B)(6) was set. No further complications were reported.